Event description:
Reporter stated lancet protrudes beyond the end cap of the softclix plus device. No accidental stick occurred. No adverse event reported. Customer did not provide the lot number of the lancets. The device was returned to the manufacturer.

Manufacturer narrative:
The event occurred in (B)(6). The year is the only known part of manufacture date. We have defaulted to the first of the year.